Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer: the monopolar curved scissors (mcs) tip cover accessory was not broken. The articulated part of the scissors (just above the jaws), where there are cables, below the protective tip cover (which was intact) had this defect. The instrument and mcs tip cover accessory were inspected prior to use and no damage or anything out of the ordinary was observed. The monopolar curved scissors (mcs) instrument was in use for 10 - 15 minutes. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible after the installation. The mcs tip cover accessory was not installed beyond the orange surface (as accessory beyond the orange surface will cause a bulge over the shaft). The installation tool was used and no electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. The surgeon did not experience any arcing with the mcs and tip cover. No thermal damage was noted on the mcs or tip cover. The mcs instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The mcs instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. An additional observation not related to the customer reported complaint is that the instrument was found to have scratch marks/abrasions on the face of the distal clevis. The instrument was found to have scratch marks/abrasions on the blade surface.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory or mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) were used for tissue dissection. As it was being used, it suddenly became impossible to close the tip of the mcs completely. The mcs were removed and a sheath was found to be broken. The mcs was replaced with new ones to allow the procedure to continue. The procedure was completed with no reported injury.